Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was seen in the emergency room after receiving several shocks. The physician was attempting to interrogate the device but kept getting an out of range message. The field representative has been contacted for additional information. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.